Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. The visual inspection and functional evaluation of the samples had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, during use in a robotic laparoscopic procedure, during closure, the device¿s needle was bent and unsuccessfully attempted to pass it through an eight millimeter trocar device. They opened another device to complete the case and resolve the issue. The patient outcome was asked but unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.